Event description:
It was reported that the patient presented to the emergency room due to bradycardia and dizziness. It was noted that device interrogation results were consistent with a right ventricular (rv) lead fracture. Fluoroscopy was performed and confirmed an rv lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).